Manufacturer narrative:
Product analysis #: 8657003 lot# em16e042. After visual and optical examination and functional testing, it appears that the tip of the driver has been sheared off from what appears to be torsional overload. The tip was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient having posterior lumbar interbody fusion due to degenerating disc disease causing foraminal stenosis. It was reported that wrong handle was attached to the expander. There were no patient symptoms/ complications as a result of the event.